Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was going to be implanted with an impella 5.0 for mechanical circulatory support. It was reported that the physician encountered positioning issues. The impella 5.0 was advanced to the left ventricle (lv) and was activated without issue. However, it was observed that the 5.0 appeared to be behind a papillary muscle and an attempt was made to reposition the pump. Upon repositioning, the impella 5.0 fell out of the left ventricle (lv) and into the ascending aorta. All attempts to re-cross the aortic valve back into the lv failed and the impella was subsequently removed. A second attempt at implantation was repeated using all insertion steps. All attempts to reinsert the impella 5.0 failed as the doctor could not get the motor housing to recross the graft anastomoses again. It was stated that the impella 5.0 did not seem damaged in any way, but the team did not feel comfortable continuing to force the pump through the anastomoses. The decision was made to insert an impella cp instead and it was reported that the patient survived the procedure.